Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 10/21/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate readings. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient claimed she performed an accuracy test on three different occasions while she went to the hospital for her pregnancy related health check. On (B)(6) 2014, the patient claimed she took insulin based on a blood glucose reading of ¿147 mg/dl¿ obtained on the subject meter and subsequently tested on a hospital meter at ¿37 mg/dl.¿ the patient reportedly had symptoms described as ¿sweaty, clammy, and dizzy.¿ she required medical intervention with food and drink at the hospital. During the second incident, the patient reported she compared her blood glucose reading of ¿308 mg/dl¿ on the subject meter to another hospital meter reading of ¿235 mg/dl.¿ the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. There was no report of any symptoms or required medical intervention associated with this incident. During another hospital visit, the patient compared her meter to the same meter and had readings of ¿308, 147, 316, 355, 332, 345, 130, 151, 115, 220, 149, 179, 285, 308, 251, 268, 275, and 152 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. There was no report of any symptoms or required medical intervention associated with this incident. This complaint is being reported because the patient required medical intervention for hypoglycemia after she took insulin based on the lfs meter reading. In addition, the reported lfs meters failed the accuracy and precision criteria. The lfs products were replaced and requested back for investigation.